Event description:
It was reported that the sagittal saw attachment gets warm. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The reported event of overheating was duplicated. It was confirmed by the quality specialist that the device overheated through functional evaluation. Upon disassembly, the sagittal head assembly was found to be corroded. The presence of saggital head assembly corrosion is likely to cause or contribute to the reported event. The device was not returned to the user facility becuase it is not a repairable device.

Event description:
It was reported that the sagittal saw attachment gets warm. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.